Event description:
It was reported during sedation of a therapeutic procedure the scope became stuck in the patients lower ureter and the doctor left the scope in the patient overnight. The doctor was able to retrieve the scope from the patient the next day. This led to a surgical prolongation greater than 30 minutes.